Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that high impedance and noise was observed due to a possible right ventricular (rv) lead fracture. The rv lead was reprogrammed to unipolar pacing/sensing and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis showed 737197 of 741690 lifetime ventricular short interval counts are recorded beginning (B)(6) 2013. An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2013. The maximum right ventricular pace impedance rises from 528 ohms the week ending (B)(6) 2013 to greater than 3900 ohms the week ending (B)(6) 2014. There are 14 non-sustained tachycardia and 73 ventricular fibrillation events of less than 220 milliseconds ventricle to ventricle cycle recorded between (B)(6) 2014 and (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.